Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and / or require intervention include, but is not limited to: vascular trauma (ie: dissection).

Event description:
Following was reported to gore. On (B)(6) 2020, a patient underwent emergent treatment of a descending aortic aneurysm rupture with a gore® tag® conformable thoracic stent graft with active control system. A gore® dryseal flex introducer sheath (dsf)was utilized for access. The dsf was inserted from the left femoral artery, and a stent graft was placed in the intended position. The intraoperative angio image was revealed a dissection at the bifurcation of the internal iliac and external iliac artery. A bare metal stent was placed from the common iliac artery to the external iliac artery. The patient tolerated the procedure. The physician reported a resistance was felt when the dsf was inserted, and the artery was highly calcified.